Event description:
The report received stated the thoracic surgeons attempted to insert a size 8 perc trach initially. Unable to insert due to scar tissue. Tried size 6 perc trach and they noticed that the obturator/dilator was not fitting well and when they looked at it they noticed the tip. The pt was recannulated with another unspecified trach tube.

Manufacturer narrative:
The lot number is unk therefore the date of manufacture can not be determined.